Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after implanting a new device with an existing lead, the atrial lead impedance was shown as undefined in bipolar and unipolar. The lead is still in use. No patient complications were reported as a result of this event.